Manufacturer narrative:
During a follow - up with the user facility, the customer indicated the device was sent to an independent 3rd party laboratory for culture testing. The device tested negative for microbial contamination. Additionally, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and the auxiliary channel. The customer uses seleusept aktiv detergent during the pre-cleaning process. During the manual cleaning process, the customer uses seleusept aktiv detergent and brushes the instrument channel, instrument channel port and distal end/area around elevator. The customer uses micro-tech brushes (ref (B)(4)). The customer does not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, an unknown machine is used with seleusept aktiv detergent and eudo dis and act (disinfectant). The scope is stored vertically in an unknown drying cabinet. Olympus is the maintenance company used by the customer. It was unknown if the scope was sterilized. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 3 years since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. Timeline of the investigation - dec 13, 2022: the user reported to olympus that bacteria were detected in culture test on the subject device. Dec 13, 2022: olympus asked the user to provide the information on reprocessing steps and culture test result. Dec 21, 2022: the user reported to olympus that they re-ordered culture test to the third-party labs which resulted in negative. Jan 11, 2023: the user provided to olympus the information on reprocessing steps and the second culture test result, but the first result. Moreover, the user did not send the subject device to olympus for the second test resulted in negative. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible cause to the reported phenomenon: a) the following deviation was confirmed by review of reprocessing steps provided by the user. ·brushing was not performed for suction cylinder during manual cleaning. According to the instructions for use (IFU) it cautions on inappropriate reprocessing stating: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ in addition chapter 5 reprocessing the endoscope and related reprocessing accessories states ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ upon complaint review, no case of positive culture during testing has occurred at the user facility in the past. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Customer indicated: only if positive a second time, the endoscope will be sent in.

Event description:
The customer reported, the evis exera iii colonovideoscope, tested positive for an unspecified microbial contamination. The issue was found during validation of the reprocessing machine. There was no patient/user harm or injury reported due to the event.